Event description:
The customer's family member called and suspects false readings from the device. Family member said pt was hospitalized and given glucose because the device read their blood glucose in the 300's mg/dl and meds were taken. Pt then had hypoglycemia about four hours later and their glucose was 30 mg/dl in the hosp. Controls were not used on the system. The device was replaced and requested to be returned for eval.